Event description:
Same case as MDR ID# 2134265-2012-05884. It was reported that during a stenting treatment procedure, a catheter tip detachment occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac artery. A 8.0x20x135cm express ld stent was advanced and successfully deployed at the target lesion . A 65/035 imager ii catheter was advanced to the target lesion and successfully used. During an attempt to withdraw the imager ii catheter the device got caught on the previously implanted 8.0x20x135cm express ld stent and the tip of the imager ii catheter detached in the iliac artery and migrated to the proximal superficial femoral artery (sfa). The detached portion of the imager ii catheter was retrieved with an unknown snare. The 8.0x20x135cm express ld stent remained well positioned and well apposed to the vessel wall. Another 8.0x20x135cm express ld sds was advanced the target lesion to cover the remaining portion of the lesion however during advancement the express ld sds got caught on the previously implanted 8.8.0x20x135cm express ld stent and the second 8.0x20x135cm express ld stent moved proximally on the sds delivery balloon and the stent struts were lifted. The express sds was pulled back into the second 8.0x20x135cm express ld stent and successfully deployed the stent in the iliac artery. No further actions were taken as the procedure was successfully completed. The previously implanted 8.0x20x135cm express ld stent remained well positioned and well apposed to the vessel wall. No further patient complications were reported and patient's status is listed as ok.

Event description:
Same case as MDR ID# 2134265-2012-05884. It was reported that during a stenting treatment procedure, a catheter tip detachment occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac artery. A 8.0x20x135cm express ld stent was advanced and successfully deployed at the target lesion . A 65/035 imager ii catheter was advanced to the target lesion and successfully used. During an attempt to withdraw the imager ii catheter the device got caught on the previously implanted 8.0x20x135cm express ld stent and the tip of the imager ii catheter detached in the iliac artery and migrated to the proximal superficial femoral artery (sfa). The detached portion of the imager ii catheter was retrieved with an unknown snare. The 8.0x20x135cm express ld stent remained well positioned and well apposed to the vessel wall. Another 8.0x20x135cm express ld sds was advanced the target lesion to cover the remaining portion of the lesion however during advancement the express ld sds got caught on the previously implanted 8.8.0x20x135cm express ld stent and the second 8.0x20x135cm express ld stent moved proximally on the sds delivery balloon and the stent struts were lifted. The express sds was pulled back into the second 8.0x20x135cm express ld stent and successfully deployed the stent in the iliac artery. No further actions were taken as the procedure was successfully completed. The previously implanted 8.0x20x135cm express ld stent remained well positioned and well apposed to the vessel wall. No further patient complications were reported and patient's status is listed as ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed a blood like substance in the wire lumen. The catheter was fractured 5cm from the tip (at the second side hole). The fracture surfaces are consistent with a fracture due to tensile overload. The shaft was kinked 1cm from the tip. There was no further damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).